Event description:
Customer reported being hospitalized due to high blood glucose levels. Prior to hospitalization customer was vomiting and tired. Customer stated it was his fault that set was five days old and found that tubing was broken on set. Assisted customer with changing basal rates at this point per md. Customer declined troubleshooting; he stated that he knows that his pump is ok and that this happened because he didn't change set every 3 days.